Event description:
A nurse reported that a patient experienced a thermal burn during a cataract procedure. A suture was used at the incision site to complete the case. The nurse indicated the cause was due to surgeon's error.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4) .